Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility be instructed about handling methods of the device, such as usage environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, and the following minor defects were found: watertightness not maintained due to holes in the curved rubber caused by external factors. The bending angle insufficient due to the elongation of the angle wire. The insertion part crushed due to an external factor. Liquid leakage observed in the operation part due to handling. The index peeling of the operation part. The curved rubber adhesive missing. There are scratches on the device due to external factors. Index peeling of the fixed ring observed. The index peeling of the light guide mounting part base observed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus tracheal intubation fiberscope, had a leak. Upon inspection and testing of the customer returned device, it was observed the light guide (lg) adhesive peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.